Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name, product / lot code / expiration date, date of implant, PMA/510(k) number, manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 1990. Subsequently, a revision procedure occurred on (B)(6) 2015 due to infection. All components were removed and replaced with spacer molds.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an poly wear; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.